Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and two thermocool® smart touch® sf bi-directional navigation catheters, it was reported that towards end of case, after completing the pfa (pulse field ablation) portion of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the piu (patient interface unit) in order to do the flutter line, the carto¿ 3 system displayed error 7, leakage current detected on piu rl input. There was no signal loss or interference that accompanied the error. The force reading for the first thermocool® smart touch® sf bi-directional navigation catheter was fluctuating erratically, and a "hi" force alert was intermittently displayed on the force readings dashboard. The thermocool smarttouch® sf catheter was re-zeroed multiple times, without resolution. The cable was replaced without resolution. The catheter was replaced with a like device. However, the same issue persisted on the second thermocool® smart touch® sf bi-directional navigation catheter. Next, the medical team inspected both connectors on the two catheters. There was "black char" identified inside of both the cable connectors. Additionally, the medical team inspected the piu map port on the carto 3 system and noticed there was black char present inside the port as well. "Something appears to be stuck" inside one of the "cylinders" inside the map port. The medical team could not confirm how the damage occurred. By this point, the patient had been under general anesthesia for approximately 2 hours. A transseptal puncture had been performed on the patient. However, the atrial fibrillation/atrial flutter portion of the procedure was cancelled. No patient consequences (such as extended hospitalization, exacerbation of the patient's disease, or implication by the physician that risk was increased due to the cancellation) were noted. This report is for the number 2nd of 2 thermocool® smart touch® sf bi-directional navigation catheter devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2025, the photo analysis was completed. Subsequently, the bwi product analysis lab received the device for evaluation. The product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and two thermocool® smart touch® sf bi-directional navigation catheters, it was reported that towards end of case, after completing the pfa (pulse field ablation) portion of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the piu (patient interface unit) in order to do the flutter line, the carto¿ 3 system displayed error 7, leakage current detected on piu rl input. There was no signal loss or interference that accompanied the error. The force reading for the first thermocool® smart touch® sf bi-directional navigation catheter was fluctuating erratically, and a "hi" force alert was intermittently displayed on the force readings dashboard. The thermocool smarttouch® sf catheter was re-zeroed multiple times, without resolution. The cable was replaced without resolution. The catheter was replaced with a like device. However, the same issue persisted on the second thermocool® smart touch® sf bi-directional navigation catheter. Next, the medical team inspected both connectors on the two catheters. There was "black char" identified inside of both the cable connectors. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, black stains were observed on the patient interface unit (piu) and cable connector, in addition, on the inside of one of the pins of the piu it is observed a material. No images of the catheter were provided; however, these conditions could be the result of the interaction of these devices and the catheter and could be related to the issues described by the customer; however, this cannot be conclusively determined as physical product has not been returned for analysis. He device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening and handle warm tests of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Handle warm testing was performed, the temperature of the handle was measured while connected to a carto 3 system, and it passed the test. No handle warm issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31479222l and no internal action related to the complaint was found during the review. The force, current leakage, connector and thermal issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following information that should be considered: the force/magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).